Event description:
The physician noted a possible fracture in the distal end of the lead yoke. This lead was explanted and replaced. Should additional information become available, this file will be updated